Event description:
Device was received as an unreconsiled blind unit. It was reported that the tip broke off. No additional information is available. It was not reported how the case was completed. Unknown patient consequence.